Manufacturer narrative:
The insulin pump passed self test and displacement test. Hardware low level failure confirmed in the pump history due to broken traces on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring pump error alarm. Blood glucose level at the time of the incident was 14 mmol/l. During troubleshooting, customer was able to clear the alarm but got a message to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.